Event description:
Adverse event(s): "blurry vision" (blurred vision); "pulling sensation" (no code available); "redness" (red eye(s); "tearing" (tearing, excessive); "feels like there is something in the nasal corner" (foreign body sensation). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]); "unapproved viscoelastic" (use of device issue). A consumer reported that following intraocular lens implant surgery, he has poor near vision and a pulling sensation. The consumer reported that his distance vision is good, but when he reads with both eyes he gets cross-eyed and feels a brow ache. Posterior capsule opacification was noted and a yag laser procedure was performed. Following the laser procedure, the consumer reported his near vision was much clearer. The consumer later reported tearing, redness, and foreign body sensation. He also states he has to concentrate on the print in order to see. Medical records were requested and received. According to the medical records, the consumer was being treated for dry eyes with medication. Punctal plugs were also inserted to treat the consumer's dry eyes. The consumer was given a trial of contact lenses. In a f/u, the surgeon reported the event continues. The surgeon indicated the use of an unapproved viscoelastic.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/02/2010, 08/05/2010, and 08/13/2010 by phone, fax, and mail. A completed questionaire was received on 08/10/2010. Medical records were received on 08/02/2010. (B)(4).